Event description:
The patient initially reported that she just had an intraocular lens explanted and had one of abbott medical optics' lenses implanted in the other eye and is seeing double. The patient requested a return call to obtain more information.

Manufacturer narrative:
The manufacturing record review indicated that the intraocular lens was manufactured within specifications. The intraocular lens (iol) passed all acceptance criteria for all tests performed.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information from implanting physician: follow-up with her physician indicated that the lens was not explanted as initially reported by the patient. The patient is experiencing symptoms of blurriness, double vision and floaters. It was stated that the patient did have a secondary cataract developing, which was diagnosed in (B)(6) 2012. It was stated that the patient had a laser procedure that corrected the new cataract. The patient's everyday life is affected, which particularly affects her driving ability. Intraocular lens (iol). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.